Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.

Event description:
Device malfunction: partial deployment. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a stenting procedure, the xceed stent was being deployed at the target lesion, but it only partially deployed. The thumb knob was rotated again but the stent would not continue to deploy. The stent system was withdrawn and a non-abbott device was used to successfully complete the procedure. There were no adverse patient sequelae. Though requested, no additional information was available.